Manufacturer narrative:
The biomedical engineer reseated the data acquisition to motor controller cable to address the reported problem.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer evaluated the device.